Manufacturer narrative:
The reported event was duplicated by a manufacturer service technician. It was found that the driveshaft bearings were corroded, which may have caused the reported event.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.